Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian jugular filter delivery system was returned for evaluation. The distal end of the delivery catheter was returned slightly bent, however it is unknown if this bent was a results of the manner in which the sample was returned. The filter was returned partially deployed from the delivery catheter with approximately 0.4cm exposed (filter legs/feet). The filter was then gently pushed forward/distally with no issues allowing for it to fully expand. The pusher wire and delivery catheter were examined and no anomalies were visually identified. The deployed filter contained 6 arms and 6 legs/feet which were present and intact. No visual anomalies were noticed on the returned filter. Functional/performance evaluation: heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: based upon the returned sample condition, the complaint investigation can be confirmed for the filter failing to advance through the delivery catheter, hence preventing filter deployment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: precautions: ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the meridian filter. Do not remove the safety clip until the introducer and the delivery device hubs are snapped together. Do not deliver the filter by pushing on the handle; rather retract the introducer hub to properly deploy the meridian filter. It is very important to maintain introducer sheath patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter became stuck in the delivery system and could not be deployed. Therefore, the filter and delivery system were exchanged for a new vena cava filter that deployed successfully. There is no reported patient injury.